Event description:
Patient reported "rupture, contracture baker grade IV and possible seroma, pain and swelling". This record is for the right side. Device remains implanted and it it's unknown if it will be returned. Patient was prescribed singulair.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, seroma-late, pain, edema.